Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was approximately 90-147 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.